Event description:
It was reported that the analyzer which was returned as an associated device, subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: it was determined through analysis that the analyzer did not communicate with the programmer but it would be returned unrepaired as service does not repair them. Product ID: 209031, programmer; (B)(4).